Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to an infection and pocket erosion. It was noted that the patient felt minor discomfort. The entire pacemaker (pm) system was explanted. The patient was stable throughout the procedure.